Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having high blood glucose. Customer stated she was having high blood glucose ever since she stopped taking her medication. Customer's blood glucose was 560 mg/dl. She had treated her blood glucose with 12 units of insulin by the insulin pump. Troubleshooting found the customer was dehydrated and thirsty as a result of her high blood glucose. It was also found the customer's drive support cap appeared to be normal. Insulin was also able to exit during a manual prime. Customer also reported her insulin pump passed the high pressure test. The customer also reported finding a bent cannula on one of her infusion sets. Customer was advised her insulin pump was working as designed. No additional information provided.